Event description:
It was reported that caller could not place the pump into storage mode. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. The customer reverted to manual injections for insulin therapy.